Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative,.a device history record review is currently in process. Requests were made via telephone for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
On (B) (6) 2010 a baxter technical support employee contacted the (B) (4) product surveillance team to advise that a colleague volumetric infusion pump overinfused while delivering medication to a patient. There was a 100ml bag and half way through the infusion, the pump read that 48ml had been delivered. The nurse believed that there were only 27ml left in the bag. The patient impact was hypertension and water in the lungs. The patient was in the emergency room (ER) when this was noticed, and was immediately put on dialysis and transferred to the intensive care unit (ICU). The biomedical technician who serviced the pump since this incident, has determined that the pump was functioning as expected. More information has been requested from the customer to support this conclusion. The software version for this device is currently not known.

Event description:
The account alleges that the brakes will not hold on this device.

Event description:
The medwatch describes the event as: the aortic valve was found to be torn off at the struts causing severe aortic insufficiency and disability thus, requiring the valve to be replaced. No additional information was received. Device implant duration was 48 months per implant patient's registry information.

Manufacturer narrative:
Evaluation summary: a tear is detected along the attachment, at the free margin and into the cusp area of leaflet 1 at commissure 2, which led the leaflet to prolapse. The tear measures to approximately 6mm. Swollen and thickened tissue is evident, relative to a new valve tissue. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 2mm. Host tissue is also minimal at the tissue outflow; a thin layer is detected at leaflet 3. Host tissue overgrowth fused leaflets 1 and 2 at commisure 2 by approximately 2mm. Host tissue is moderate at the stent inflow and minimal at the stent outflow. Cuts are evident in the sewing ring which exposed the wireform. No inconsistencies detected in the x-ray.

Manufacturer narrative:
The event was learned via maude report. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device is available for return, return kit was sent to initial reporter on 01/27/2010.